Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet device was dropped, resulting in screen bezel separation on the display while the provider was with the patient. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the involved parties and analysis of information provided by the user and provider. Investigation of this case revealed stress-related damage consistent with a loss or failure of bonding in the display component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.